Event description:
It was reported that the bmw universal ii guidewire was stuck in the balloon catheter during pre-dilatation. After fully deflating the balloon and when withdrawing the balloon catheter, the bmw guidewire also came out with the catheter as a single unit. Therefore, a non-abbott guidewire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.